Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that hardware low level failures was found. Blood glucose was 250mg/dl,170mg/dl. Customer was able to rewind the insulin pump. Self test passed. Same error was occurred but again self test was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No bolus wizard anomaly noted during testing. No pump error 63 noted during self test. Pump trace download confirmed pump error 63, problem isolated to the keypad.